Manufacturer narrative:
Concomitant products were added.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 on 10 pm due to a low blood glucose level of 58 mg/dl, the customer's current blood glucose level unknown. Customer experienced symptoms related to their high blood glucose chest pain; feeling jittery, hypoglycemia. The customer was wearing the insulin pump at the time of admission. The customer treated for low blood glucose was emergency room. The customer was released on (B)(6) 2018. Customer declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.